Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 70 false negative results with the binaxnow¿ covid-19 antigen card performed between (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses patient results 43 of 70. The customer reported that the false negative rate was very low prior to (B)(6) 2021. The customer reported that the binaxnow¿ covid-19 antigen card and pcr were performed at the same time. In total 1562 binaxnow¿ covid-19 antigen card test were performed at the location; however, during the mentioned timeframe 259 binaxnow¿ covid-19 antigen card test yielded a positive result and 70 binaxnow¿ covid-19 antigen cards generated a negative result that was followed by a positive pcr confirmation test. (CT values not provided) in addition, the customer reported that a total of 1517 pcr confirmation test were performed at the location and during that time 329 pcr confirmation test generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously investigation. Additional information : d4: lot 156305r UDI (B)(4), expiration date 24apr2022; lot 154026r UDI (B)(4), expiration date 21apr2022. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 156305r with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Retain testing was unable to be performed for kit lot 154026r as the lot was expired at the time of investigation. The manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lots: 156305r, 154026r; test base part number 195-430h / lots: 148004r, 147416a. The lots met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
This supplemental report is being submitted to correct the PMA/510(k) from (B)(4) to (B)(4) and to provide the investigation conclusion. Please see updates: g3, g4, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.